Event description:
Patient was revised due to pain. It was noted on the report that the head was re-implanted.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. Not returned.

Event description:
Litigation alleges that the asr left hip implant caused pain in the patient. Litigation further alleges that the patient suffered disability, physical impairment, and disfigurement. Litigation further alleges that the patient was injured by excessive levels of chromium and cobalt in his blood as determined from blood tests. The reported condition of pain was previously addressed in the initial medwatch report.

Manufacturer narrative:
There is no new information that would change the outcome of the investigation.

Manufacturer narrative:
Updated data: (date of birth); (date of report); (event description); (implant date); (date received by manufacturer). Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.